Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4) carefusion certified service technician performed bench testing on model lap top ventilator 1150. The ventilator passed 88 hours of extended testing. The unit did fail the final test for slight non conformities with flow performance test and calculated tidal volume average. These slight non conformities would not result in a failure to ventilate properly.

Event description:
The customer reported a patient expired of natural causes while connected to model lap top ventilator 1150. The customer also confirmed there are no allegations of ventilator malfunction.